Event description:
A customer reported that during surgery they experienced difficulty setting up the anterior vitrectomy probe, failed cutter check test and the system was not responding to the footswitch. No patient harm was reported. Additional information indicates there was a surgical delay of two hours.

Manufacturer narrative:
The company representative examined the system and replaced the footswitch and the footswitch interface pcb (printed circuit board). The system was then tested and met product specifications. The replaced footswitch was returned for in-house evaluation. The company representative provided an inservice for the staff. The root cause is unknown. (B)(4).